Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 148 mg/dl. Reportedly, the customer continued to use the cartridge for insulin therapy as the cartridge was able to be filled with 250 units of insulin.